Event description:
The dxc 600p generated false low na (sodium), k (potassium) and/or cl (chloride) results for 4 patient samples. Results were reported out of the lab. When the issue was noticed, the system was recalibrated and patients repeated. Reports were amended. Patient treatment was not impacted by this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse noticed a bubble on the face of the na reference electrode (which is the reference electrode for na, k, cl and calc) and removed the bubble and cleaned the electrode. He also noticed that the sample probe wash collar was slightly dirty, so he replaced it. This resolved the issue. (B)(4).